Manufacturer narrative:
The actual complaint sample was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that the stent came off the balloon catheter during the procedure. The physician inserted a guide catheter into a calcified circumflex. The guide catheter that was chosen was too big and it was removed and replaced it with a different curve guide catheter. The physician inserted the stent over the guide wire and attempted to advance forward into the vessel, however it would not advance. The physician pulled the stent back into the guide catheter and the tip of the stent caught on the guide catheter and detached and floated into the circumflex into the left main. At some point during the attempted advancement, a dissection of the left main was noted. The physician inserted a snare and successfully removed the dislodged stent. The physician removed the guide catheter and replaced it with another device and continued the case. The physician inserted an placed a stent into the vessel. The physician placed a second stent and treated the dissection of the left main. The patient is reported to be fine.

Manufacturer narrative:
The actual device used during the case was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown therefore a review of the device history record can not be performed. The event is not confirmed due to no product returned for evaluation. The analysis is complete as of today january 18, 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.